Event description:
(B)(4), (B)(6). This serous case was received by sanofi-aventis on (B)(6) 2009 and forwarded to (B)(4) by the investigator on (B)(6) 2010. The pt was enrolled in an (B)(4) study (B)(4) in subjects with (B)(6). A pt received injectable poly-l-lactic acid (sculptra) therapy from batch a7023 in 2006. On (B)(6) 2009, the pt developed a soft 1.2 centimeter (cm) non-inflammatory nodule on the left cheek. No further relevant info reported. Reporter causality assessment: the investigator considers the event as related to poly-l-lactic acid (sculptra) therapy. Company causality assessment: sanofi-aventis considers the event as related to poly-l-lactic acid (sculptra) therapy.

Manufacturer narrative:
Additional info for injectable poly-l-lactic acid (lot # a7023, exp date 30-nov-2009) from product technical complaint report (B)(4) dated (B)(4) 2009 and received by (B)(4) 2010: conclusion: pending. Additional info for injectable poly-l-lactic acid (lot # a7023, exp date 30-nov-2009) from product technical complaint report (B)(4) dated (B)(4) 2010 and received by (B)(4) 2010: conclusion pending.